Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), after inserted in the pocket, this device entered safety mode. The physician opted to remove this device and replace it. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified three errors recorded on (B)(6) 2024. The errors resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, but the errors recurred, and the device reverted to safety mode again. The device case was opened and testing of the internal components found no anomalies. Detailed analysis revealed the memory errors were caused by an issue with the digital integrated circuit chip.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), after inserted in the pocket, this device entered safety mode. The physician opted to remove this device and replace it. No additional adverse patient effects were reported. This device has not been returned.